Event description:
Patient underwent hernia repair for paraesophageal hernia. During procedure, a #52 bougie dilator was passed to close the crura of the diaphragm. When the bougie was retrieved, it was noted that the lighted bougie tip had come loose and was retained inside the patient. Required 2nd procedure: esophagogastroscopy to retrieve the tip. No injuries to esophagus or stomach.